Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positive when using kit grp a strep 30 test veritor (material#: 256040), batch number 5142426. The customer reported that they received 50 false positive results with the veritor kit. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. Quality will continue to monitor trends for false positive. There were no corrective actions taken at this time.

Event description:
It was reported while using a bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) false positive group a strep patient result was obtained. Upon performing culture testing, a negative group a strep result was obtained. There were no health impact or consequences reported. The customer has not responded to multiple follow up attempts by bd for additional information. This is report 29 of 50.

Event description:
It was reported while using a bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) false positive group a strep patient result was obtained. Upon performing culture testing, a negative group a strep result was obtained. There were no health impact or consequences reported. The customer has not responded to multiple follow up attempts by bd for additional information. This is report 29 of 50.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.